Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #:(B)(6). H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for both of the screens went black. A0708 was coded for completely black as if they were not receiving power. The system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the account was verifying instruments, both of the screens went black while the on/off button remained illuminated. The screens were reportedly completely black as if they were not receiving power. There was no patient involvement.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and it was observed there were 2 sessions. From the first session graphics processing unit (gpu) errors logged multiple times. Observed there was a problem in handling new gpu memory data when trying to extract gpu memory usage. Observed the corefile generated in qmlguiservice libnvidia-glcore.so.430.40 from the function qsg batch renderer: renderer: rendermerged batch. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.